Manufacturer narrative:
(B)(4) date sent: 3/17/2016. Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Batch # unk. No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a sleeve gastrectomy procedure, during the first firing the staples were not formed satisfactorily, staple line over sewed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: batch # unk. Intra-operative photos were provided. The photos shows what appears to be tissue that was not fully stapled. The evidence in the photos appears to confirm that staples were not fully formed and that some staples were not deployed all the way along the tissue. In conclusion based on the photographic evidence, the event description can be confirmed, but the root cause of the reported event cannot be determined. Hands on analysis of the cartridge may provide the additional evidence needed to determine the cause of the complication. No lot or batch number was provided therefore a device history could not be done.